Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. There are no similar complaint reported against this lot. (B)(4).

Event description:
Customer reported that a negative result was obtained on an antibody screen with a patient sample later confirmed to contain anti-jka. On (B)(6) 2011, a second antibody screen was performed using a different sample drawn from the same patient. Testing was performed with a different lot of product. Customer reports a 1+ reaction to cell#3 was observed. Patient was identified with an anti-jka; only the homozygous cells reacted.